Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing an 840 ventilator had a bps (back up power source) issue. The ventilator was not on a patient at the time of the event. The bps was shipped to customer under warranty. Covidien was not authorized to service the device. Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Manufacturer narrative:
A backup power supply (bps) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs, the ventilator failed the battery test during extended self-test (est). An investigation was performed and the product analysis technician reported that the root cause was isolated to electronic components on the charging monitor circuit on the bps pcb. If information is provided in the future, a supplemental report will be issued.